Event description:
The device was returned for sticky fva pins. During initial testing the pump did not have observable excess fva pin drag, but an infusion was not possible due to erroneous air in line readings. An internal investigation was performed and the fva pins were found to be covered in excessive contamination. It was also found the fva assembly was not able to be seated properly due to two of its front housing screw mounts having broken off. The main pcba also has a damaged front housing screw mount on the corner closest to the fva assembly. A cleaning of the fva pins could not remove enough contamination and the pins will need to be replaced.

Event description:
The following has been reported: biomed reported: "air in line" error message even though there is no air in line. Patient harm : no stopped active infusion : no. Biomed reported on 07/18/2025: . Cleaned the pins and ran another test infusion. The error message still occurred. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.